Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the emergency room with a high fever on (B)(6) 2025 due to an infection and the device was found to have eroded through the skin. A blood culture was performed and tested positive for methicillin-resistant staphylococcus aureus (mrsa) bacteremia. The physician explanted the active system - implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead due to the infection. The patient was reported to be in stable condition.